Event description:
It was reported that the customer was hospitalized due to high blood glucose of 480mg/dl. It was stated that the customer was vomiting, nausea, stomach aches, and headaches. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.